Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and uterine perforation ('migration or perforation') in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the implant; oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain and uterine perforation outcome was unknown. The reporter considered pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: need for additional surgery quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. New event migration or perforation was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and uterine perforation ('migration or perforation') in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the implant; oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain and uterine perforation outcome was unknown. The reporter considered pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: need for additional surgery quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.